Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned, analyzed, and no anomalies were found. (B)(4).

Event description:
It was reported that the device had a sensing detection problem due to the right ventricular (rv) lead sensing short v-v intervals. The detections were turned off and the patient was sent to the hospital for a right ventricular (rv) lead revision. It was noted the patient wore a life vest for safety to protect against lethal arrhythmias. The lead was capped and replaced. The device was explanted and replaced at the time of the lead revision. No patient complications have been reported as a result of this event.